Event description:
It was reported by dealer that the one arm drive is not operating properly on the 9xt wheel chair. Dealer stated when the user is going up hill in his chair the gears feel like they are slipping.